Manufacturer narrative:
Inspected all the reservoirs and found no leaks at the luer connection. The reservoirs passed the leak test.

Event description:
Customer stated that she could smell insulin on pump casing. Found that reservoirs are expired and are leaking at luer connection.